Manufacturer narrative:
(B)(4). As per the srt, the unit failed to initiate ground impedance test due to a bad cable. The cable assembly was replaced. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the pump failed ground impedance testing. There was no patient involvement.